Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was oversensing noise. The field suspected chest tremors the patient was experiencing as the source of the noise; however, review of the system noted the electrode may have dislodged from its original implant position. The s-ICD system has been deactivated and a revision procedure is currently being discussed. No additional adverse patient effects were reported.